Manufacturer narrative:
G4: 21apr2020 b4: (B)(6)2020 h10: d4: serial number is (B)(6). Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the unit had a pixilated display. There was no patient involvement.